Event description:
The problem occurs when the user is resulting an antibody identification test as negative, and then erroneously chooses to add antibodies to the pt's record. If the interpretation of the antibody identification test is changed from negative to positive, the erroneously entered antibody does not write to the pt's record.